Manufacturer narrative:
(B)(4). A boston scientific technical services consultant advised the caller to have the patient contact her physician for follow up. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had fallen and had no recollection of the episode. The patient advocate was inquiring if the event could be related to a device issue. The advocate stated the patient has been experiencing mini strokes lately. No adverse patient effects were reported.